Manufacturer narrative:
UDI - (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
UDI #: (B)(4). The valve was received for evaluation: device history record - lot # 3721300 and as the lot met specifications, the devices were released to stock on may 10th, 2019. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, a hakim valve was implanted with a setting pressure of 110 mmhg. A week after, the physician adjusted the setting pressure from 110 mmhg to 70, then 70 to 30mmhg and the csf did not reduce. Then the physician checked the abdominal catheter that was not occluded but there was no csf flowing out. On (B)(6) 2019, the physician conducted the revision procedure and retrieved the hakim valve, and the csf could flow out normally from the abdominal catheter.